Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The proximal end of the balloon began leaking at the start of inflation. Customer claims inflation hadn't truly begun (and therefore over-inflation wasn't a possibility). Inflation could not be completed, and stent could not be deployed. Entire device removed; second product required.

Manufacturer narrative:
The proximal end of the balloon began leaking at the start of inflation. Customer claims inflation hadn't truly begun (and therefore over-inflation wasn't a possibility). Inflation could not be completed, and stent could not be deployed. Entire device removed; second product required." There has been no other details provided. The product was not returned, there were no images from the procedure provided and none of the questions asked to aid in the investigation were answered. Without any of this key information the complaint cannot be confirmed. A review of the device history records show that the device lot of catheters passed all quality and performance requirements including leak test of 100% of the lot prior to crimping the stent in place. There were no leaks detected. There were a total of 20 units tested that requires the product to be placed through the labeled introducer sheath size, the stent deployed, the balloon deflated and withdrawn, then cycled a total of five time to ensure the integrity of the device prior to increasing the pressure until the device fails. The results show that the balloons had all burst above 19atm. The requirement is that the assembly cannot leak at pressures below 12atm as this is the rated burst of the product as indicated on the product label. There is no indication based on the review of the device history records that the product was non-conforming. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the details of the complaint and investigation results the complaint cannot be confirmed. There is no evidence to conclude that the advanta v12 was at fault or manufactured with a defect that would have lent itself to the balloon rupturing or leaking during the procedure. Based on the results of the investigation the root cause is impossible to define as the device in question was not returned, no images of the device provided and no details provided regarding how the product was used. H3 other text : device not returned.

Event description:
N/a.